Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty load a cartridge onto the pump. Reportedly, the customer stated there was corrosion in the cartridge area of the pump. There was no reported impact to the customer's blood glucose level. The customer reported would use an alternate insulin for insulin therapy.